Manufacturer narrative:
Additional narrative: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device did not function and the direction control was not working. Therefore, the reported condition was confirmed. The device was disassembled which found that the device was tampered with. The assignable root cause was determined to be due to component damage which was caused by misuse and/or abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service repair pre-testing, it was observed that the motor direction control was not working on the motor device. During in-house engineering evaluation, it was observed that the device did not function. The event was no related to surgery, there was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.